Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification, alongside random manual power ons, up to the 2nd november 2014. A further pad-pak was installed during this time. The device recorded multiple manual power ups of ten minutes duration between the (B)(6) 2014. The pad-pak was then removed and then reinstalled on the 15th november 2014. The device passed several self-tests at this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.